Manufacturer narrative:
(B)(4). We are currently in the process of retrieving the subject opt944 optiflow + adult nasal cannula for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in the (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt944 optiflow + adult nasal cannula broke during use and the patient desaturated to 69% spo2. The subject cannula was replaced and the flow settings were adjusted, and the patient recovered to 92% spo2 within two minutes. No further patient consequences were reported.

Manufacturer narrative:
(B)(4). Product background: the opt944 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). Optiflow + interfaces are designed for use with the airvo 2 series of humidification devices. Nhf therapy and the airvo 2 device are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the subject opt944 optiflow + adult nasal cannula was not received at f&p new zealand (f&p) for evaluation. An investigation was carried out by f&p which was based on the information and photograph provided by the healthcare facility, and our knowledge of the product. Results: the healthcare facility reported that the tubing of an opt944 optiflow + adult nasal cannula was found damaged and tangled up with the patient after six days of use. The patient desaturated to 69% spo2. The subject cannula was replaced, and the flow settings were adjusted, and the patient recovered to 92% spo2 within two minutes. It was further reported that the patient had pneumonia and was not continuously monitored. Visual inspection of the provided photograph revealed that the tubing was stretched and torn. Conclusion: we are unable to determine the cause of the reported event. However, based on our knowledge of the product and our observation that parts of the tubing were stretched, the reported event was likely caused by the cannula being subjected to excessive force during use. This is supported by the healthcare facility report that the subject device was found tangled with the patient and that the subject device had already been in use for six days without any reported issues. It should be noted that the patient had pneumonia and was not continuously monitored. Manufacturing controls for the opt944 optiflow + adult nasal cannula include inspections during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject opt944 optiflow + adult nasal cannula would have met the required specifications. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula, including ensuring the headstrap clip and the tubing clip are appropriately attached. The user instructions also warn: - "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." - "cannula can become unattached if not used with the head strap clip." - "attach tubing clip to clothing/bedding to prevent cannula from pulling off face." - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety." - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death."

Event description:
A healthcare facility in the netherlands reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt944 optiflow + adult nasal cannula was found damaged and tangled up with a patient after six days of use. The healthcare facility reported that the patient desaturated to 69% spo2. The subject cannula was replaced and the flow settings were adjusted, and the patient recovered to 92% spo2 within two minutes. No further patient consequences were reported.